Event description:
Limited details provided. The physician reports performing cataract surgery with implantation of the crystalens using the crystalsert lens injector system. During surgery, the capsular bag tore and the incision was enlarged. The physician also reports explanting the lens due to incorrect diopter selection, where the lens was replaced with a 22.5 d crystalens. The pt's prognosis is reported as good. Add'l info has been requested to clarify whether the capsule damage occurred during the lens replacement, or during the initial surgery.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.